Event description:
It was reported that the empty reservoir alarm had occurred on (B)(6) with the low reservoir alarm occurring six days prior. It was stated that the patient looked like she was going through some withdrawal. She had come into the hospital over the prior weekend. The patient had missed her refill date due to an "altercation" followed by her voluntarily leaving. No new appointment had been scheduled after that. At the time of report, the pump had been set in minimum rate and the patient would be treated with intravenous medications for the night. The next day the pump would be refilled using fluoroscopy and then would be reprogrammed back to the patient's daily dose. The device system was infusing morphine, bupivacaine, and clonidine. Three days later, it was reported that the pump had been refilled on the day following the initial report. It was unknown if the patient was receiving effective therapy.

Manufacturer narrative:
Product ID: 8709 serial# (B)(4), implanted: 2008 (B)(6), product type catheter. (B)(4).